Manufacturer narrative:
Consumer contact information not provided.

Event description:
A us, spontaneous, 30-day expedited report was received regarding a male consumer. Patient initials anonymized. Concomitant medications or medical history was not provided. Dr. Scholl's freeze away common and plantar wart remover was inhaled for unknown reason date and frequency of use not provided. It was reported that a male was seen in ER for tachycardia and anxiety after suspected inhalation of product. He declined medical management. He was medically cleared and sent home. No further information was provided.